Event description:
Technical services received a call on (B)(6) 2011 from sales rep. P-wave 3.5, impedance 380 ohms threshold .8 at 5msec. It say bipolar under measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).